Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the thoraventesis tray. The customer reports "the physician reported that the thoracentesis device malfunctioned. A valve contained a piece that connects the catheter front, the patient, the syringe for aspiration and the collection bag. The valve according to the physician is supposed to prevent fluid that is aspirated to the syringe from re-entering the chest as it is directed to the collection bag. The physician reported that they were aspirating the chest when the aspirattion ceased. They thought the device may have had a clot or was against the chest wall. They changed the position. They took apart the device to check for or clear a clot and no clot was present. They resumed aspirating and the device worked for a while and stopped aspirating. No clot was found a 2nd time but the valve that is normally not visible had migrated to the end of connecting piece that connect to the catheter in the patiens chest.